Event description:
The consumer states that the handle of his toothbrush is a little more than an inch long and has a metal piece where the bristles connect. The metal piece broke off and got stuck when he was brushing around the upper and left side of his mouth. On (B)(6) 2017 - the consumer visited his dentist. After x-rays were taken, the consumer's dentist explained that the only way to remove the toothbrush's metal piece was to remove his tooth; the consumer had his molar removed. The consumer was informed that in order to have the tooth implanted it would cost him anywhere between (B)(6) dollars; the consumer has yet to have the implant procedure performed. The consumer contacted the manufacturer and explained the situation; he suggested that the toothbrush handle be longer. The representative the consumer spoke with informed him they would get in contact with him however the consumer never received communication. The consumer contacted the manufacturer multiple times again but they continue to give him the runaround regarding the status of his complaint. The consumer states that he uses his toothbrush two to three times per day, and that, on average, he goes through two toothbrushes per week from the set of ten as they always end up breaking; the consumer has been using these same toothbrushes for years. The consumer is unsure if he will keep the toothbrush he injured himself with for the next thirty days. Retailer: (B)(6). The product was not damaged before the incident. The product was not modified before the incident. Document number: (B)(4). Report number: (B)(4).